Manufacturer narrative:
Concomitant product(s): the patient¿s medications include; docusate sodium, ferrous sulfate, levothyroxine, lidocaine, metformin, metoprolol tartrate, pramipexole, quetiapine and simvastatin.

Event description:
On (B)(6) 2016, an additional procedure was performed whereby an aortic extender component was implanted for proximal extension on the trunk-ipsilateral leg component. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2012, the patient underwent treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses. On (B)(6) 2016, follow up CT imaging reportedly identified a proximal type I endoleak with aneurysm enlargement (amount of total growth is reported to be greater than 5mm). It was reported the trunk-ipsilateral leg component appeared to be 8mm below the renal arteries, it is unknown if migration has occurred. The trunk-ipsilateral leg component has reportedly lost anterior circumferential wall apposition. The physician reportedly believes disease progression caused the proximal neck to dilate resulting in the type I endoleak.